Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn. No treatment information was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.